Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - this lead was found to have dislodged three days after implant and was repositioned on (B)(6) 2013. At the time of implant, the physician commented that the helix wasn't working properly, but it was thought to be due to a combination of the implanted position and the amount of slack.